Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. During the procedure, the needle pulled off from the thread. Another suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported performance pull off suture needle. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment sample b. One side of sample b was received, the mating fracture surface was not provided for this evaluation.. A microscope was used to examine the fracture surfaces and surrounding area of the needles. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fractures provides additional evidence that the failures were induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.